Event description:
It has been reported to philips that the error message ¿active release button to start up¿. The device was in clinical use. No patient harm reported. The procedure was aborted. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the error active release button to start up. Review of the system log file showed enmv at start up high error which caused motorized movement unavailable. Upon further inspection fse checked the system and confirmed that the button was pressed on startup. Fse reset the system and started it up. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.